Manufacturer narrative:
H10: the actual device and photo were received for evaluation. The visual inspection of the provided photo showed the wet product after priming. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed due to a crack in the welding seam. The reported condition was verified. The cause is manufacturing process related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the housing of a polyflux 140h during priming. There was no patient involvement. No additional information is available.